Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen, consistent with the stent delivery system (sds) being advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 25.3 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was stretched and jagged at the separation. There were multiple kinks and bends noted to the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, it was reported the patient anatomy was heavily tortuous, which may have contributed to the reported difficulties. It is likely that the sds met resistance in the guiding catheter at a bend in the anatomy, and as force was applied in the attempt to advance the sds, the shaft kinked. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. Difficulty advancing the sds through the guiding catheter may be influenced by several factors including, but are not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for stent damage and crimped stent profile. In this case, the reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, a 2.5x12 multilink 8 stent system was advanced through a non-abbott 4.0/6fr guiding catheter and resistance was felt. The physician pushed harder on the stent system and the shaft separated. The stent system and the guiding catheter were removed from the anatomy as a single unit. Another 2.5x12 multilink 8 stent system was advanced through the same guiding catheter to the lesion; however, the stent system could not cross the lesion. The stent system was removed from the anatomy so that pre-dilatation could be performed. Outside of the anatomy, it was noted that the stent struts were flared. The device was no longer used. A non-abbott device was used to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect.